Event description:
It was reported that the catheter was stuck with the guidewire. A 10mmx3.50mm wolverine coronary cutting balloon was selected for use in the severely calcified coronary artery. During the procedure, it was noted that the device was stuck with the non-boston scientific guidewire. Consequently, the catheter and guidewire had to be removed as one unit. The procedure was completed with another of the same device. No patient complications reported.

Manufacturer narrative:
E1 - initial reporter address 1:(B)(6).